Event description:
It was reported that a (B)(6) old male with the diagnosis of hypoplastic left heart syndrome (hlhs) was in the cath lab. The femoral insertion site was used for the catheter access. The issue occurred when normal saline was injected and it came out of the connection. The catheter was removed and replaced with another catheter. There was no patient death, injuries or medical intervention. The patient went home with no complications. Reference MDR #2242445-2010-00083 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.